Event description:
It was reported that the ins and lead were explanted and replaced with an ipg r20 and new lead. It was later reported that the remote control was deemed defective. The stimulation intensity cannot be adjusted.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.